Event description:
It was reported that the rotation speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the rotation speed was unstable upon second ablation. The speed ranges from 170,000-200,000 rpm which exceeds the target set speed of 180,000 rpm. The procedure was completed with another of the same device. There were no patient complications reported.